Event description:
A valiant thoracic stent grafts were implanted in a patient for the endovascular treatment of 62mm thoracic aortic aneurysm. Vessel morphology was reported as the proximal neck was 20mm in length and 27 mm in diameter. Medical history is unknown. It was reported that intra-operatively a proximal type I endoleak was observed. The physician performed touch-up with another manufacturer's device several times; however, the leak didn't resolve. The cause of the leak was unknown.the physician with continue to monitor the patient. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (unknown cause of event). Conclusion: (unknown cause of event).